Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device suddenly an abnormally high flow. The customer reported the ventilator was then removed from the patient. The customer reported the events log displayed a transducer fault error. The customer performed troubleshooting, but the issue went unresolved. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component was confirmed and duplicated. The combination of transducer faults at power-up/auto-zero noticed in the vents log with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently results in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoids failure. This issue will be internally investigated within vyaire.